Event description:
During a synchronized cardioversion on a pt (age & gender unk) the device failed to cardiovert the pt. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.